Event description:
Patient was implanted with a nalu peripheral nerve stimulator (pns) system on (B)(6) 2023 to treat head and neck pain as well as address migraines. Patient has a history of chronic pain and migraines and had been attempting to alleviate the pain symptoms in a variety of means, including medication and severing of the occipital nerve on one side. The patient had successfully completed a trial phase with nalu prior to implanting the permanent system. During the trial, the patient reported that pain had been reduced from 10/10 down to 4/10. The permanent system implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targetting the occipital junction at the c2 vertebral body. After activating the system on (B)(6) 2023 the patient requested reprogramming to attempt to increase pain relief. After exhausting all troubleshooting, the patient was offered to start a new trial with the implantable leads being placed in a slightly different position to try to capture more levels of the nerves. Patient elected to skip the trial phase and go straight to implanting new permanent leads. On (B)(6) 2024 a surgical procedure was performed to remove the existing 4 contact leads and ipg and implant new 8 contact leads and ipg. The new leads still target the occipital junction, however the additional contacts are laid down along the medial branch nerve to target multiple levels and increase pain relief.

Manufacturer narrative:
Patient has a history of having the occipital nerve severed on one side in an attempt to reduce pain. Patient currently reports the pain level on the severed side and the intact side are the same. There is no indication that the nalu system or any of it's components failed or malfunctioned. There is no indication that the permanent leads were improperly placed. The initial trial system utilized 8 contact leads. While the permanent system was implanted to mimic the placement of the trial leads, the permanent system utilized 4 contact leads instead of 8. It is likely that the placement of the trial and permanent systems were not improper but were also not optimal and thus not delivering the desired pain relief. Suspect the patient elected to move forward with a permanent implant due to strong desire to alleviate even a small amount of pain. Surgical revision was performed per the patient request and not due to any failure of the system or issues with placement.